Event description:
Title: xxxxx. Event desc: pt was placed in restraint roll belt as pt had attempted to get out of bed multiple times, 4 side rails up. Restraint placed on immovable part of bed. However, pt found at later that day on the floor, still in roll belt, face was blue and pt had expired. Pt expired with restraint roll belt on. It is unclear whether restraint contributed to death.